Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, the real intelligence tablet kept blacking out. The procedure was completed with the monitor with a significant delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence tablet, rob10027, sn: (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a cori console and advanced to the administrator screen for set up, however when the tablet cable was flexed, the tablet blackout/flicker occurred. The tablet blacked out for approximately 10 seconds and during this period, the led indicator flashed continuously until the screen reappeared. When a drill connector contacted the console drill port, the tablet blackout/flicker did not occur. Additionally, the tablet was monitored for one hour. The tablet blackout/flicker did not occur during this time. The most likely cause of this event is esd interference and/or signal noise resulting in sporadic tablet blackout periods to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: (B)(4). Section d4 was corrected.

Manufacturer narrative:
H3, h6: the real intelligence tablet, rob10027, sn (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a cori console and advanced to the administrator screen for set up, however when the tablet cable was flexed, the tablet blackout/flicker occurred. The tablet blacked out for approximately 10 seconds and during this period, the led indicator flashed continuously until the screen reappeared. When a drill connector contacted the console drill port, the tablet blackout/flicker did not occur. Additionally, the tablet was monitored for one hour. The tablet blackout/flicker did not occur during this time. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The most likely cause of the reported issue is related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.